Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced heating while recharging their ipg. A replacement charging system was sent to the patient but did not provide resolution. As a result, patient underwent surgical intervention on (B)(6) 2017 to have the ipg replaced. Issue has been resolved.